Event description:
During a rotator cuff repair patient experienced swollen shoulder with fluid. The procedure was approximately 2 hours long. There is no additional information available at this time.

Manufacturer narrative:
Product passed wet and functional testing during 24 hour burn-in. Pressure and flow remained steady during wet testing at both high and low settings. Pump performed as expected when set at 60 mmhg. No problem found. (B)(4)